Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was a revision surgery involving synthes implants. It is unknown which implants were involved. There was no reported product issue with the implants.this is report 1 of 2 for (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the handle detached from the star-drive during surgery and large amounts of contaminates fell into the patients wound. The screwdriver should not be dismantled but during the surgery the green t-handle unscrewed from the top of the shaft. There were large amounts of contaminates- reported to have looked like dried blood, human tissue fell out from the threaded portion of t handle and shaft. The patient did not suffer any harm. But the surgery was prolonged due to this issue by about 90 minutes. This is report 1 of 1 for (B)(4).